Event description:
On 11-mar-2022, a journal article was retrieved from scientific reports (2022) that reported a study from (B)(6) that compared bone mineral density (bmd) after implantation of stems with two different coatings. The purpose of the study was to determine if porous tantalum could reduce periprosthetic bone loss after total hip arthroplasty. The study reviewed 118 patients, 107 females and 11 males that underwent primary total hip arthroplasty from october 2012 to september 2014 at 6 different facilities for secondary osteoarthritis due to developmental dysplasia of the hip joint. The patients were equally divided into groups based upon the type of stem received; a trabecular metal or conventional stem (versys ha-tcp fiber metal taper stem, zimmer biomet). Cementless acetabular cups were used in all procedures, which consisted of the continuum it shell (zimmer-biomet) in 90 hips and the trabecular metal modular cup (zimmer-biomet) in 28 hips. Bearing materials consisted of metal-on-polyethylene for 72 hips and ceramic-on-polyethylene for 46 hips. In the tm group, metal head was used for 23 hips and ceramic head for 36 hips; in the versys group, metal head was used for 49 hips and ceramic head for 10 hips. The study population had a mean age of 62.1 years at time of surgery. Periprosthetic bmd was measured within 1 week after surgery (baseline) and at 6, 12, and 24 months after surgery using dexa scanning. Clinical outcome was assessed using the (B)(6) hip score before surgery and at 6, 12, and 24 months after surgery. The study reported one patient developed a postoperative wound infection which healed with conservative treatment. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown versys ha-tcp fiber metal taper stem. Unknown cementless acetabular cup. Unknown poly liner. Report source: foreign country: (B)(6). The reported event was identified during review of a journal article: motomura, g., mashima, n., imai, h., sudo, a., hasegawa, m., yamada, h., morita, m., mitsugi, n., nakanishi, r. And nakashima, y. Effects of porous tantalum on periprosthetic bone remodeling around metaphyseal filling femoral stem: a multicenter, prospective, randomized controlled study in-text: (motomura et al., 2022) your bibliography: motomura, g., mashima, n., imai, h., sudo, a., hasegawa, m., yamada, h., morita, m., mitsugi, n., nakanishi, r. And nakashima, y., 2022. Effects of porous tantalum on periprosthetic bone remodeling around metaphyseal filling femoral stem: a multicenter, prospective, randomized controlled study. Www.nature.com/scientificreports. Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2022-00929, 0001822565-2022-00930, and 0001822565-2022-00932.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided. It was reported patient underwent initial total hip arthroplasty and developed a superficial wound infection, the patient was treated with antibiotic injection. During the investigation process a review of the sterile certifications were reviewed and found to be conforming with no applicable deviations. Devices were verified to have gone through acceptable sterilization process following iso/aami/astm & EU published guidelines. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider related risk factors, and/or patient comorbidities/risk factors. As there are no indications of a product or process issues identified affecting implant safety or effectiveness, therefore implanted products are not identified as the source or contributing to the reported infection.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided. It was reported patient underwent initial total hip arthroplasty and developed a superficial wound infection, the patient was treated with antibiotic injection. During the investigation process a review of the sterile certifications were reviewed and found to be conforming with no applicable deviations. Devices were verified to have gone through acceptable sterilization process following iso/aami/astm & EU published guidelines. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider related risk factors, and/or patient comorbidities/risk factors. As there are no indications of a product or process issues identified affecting implant safety or effectiveness, therefore implanted products are not identified as the source or contributing to the reported infection.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10: 00875705000 lot 62262264 cup; 65766201200 lot 62118940 stem; 00902603200 lot 62240861 head; 00875100932 lot 62260016 liner.

Event description:
On 11-mar-2022, a journal article was retrieved from scientific reports (2022) that reported a study from japan that compared bone mineral density (bmd) after implantation of stems with two different coatings. The purpose of the study was to determine if porous tantalum could reduce periprosthetic bone loss after total hip arthroplasty. The study reviewed 118 patients, 107 females and 11 males that underwent primary total hip arthroplasty from october 2012 to september 2014 at 6 different facilities for secondary osteoarthritis due to developmental dysplasia of the hip joint. The patients were equally divided into groups based upon the type of stem received; a trabecular metal or conventional stem (versys ha-tcp fiber metal taper stem, zimmer biomet). Cementless acetabular cups were used in all procedures, which consisted of the continuum it shell (zimmer-biomet) in 90 hips and the trabecular metal modular cup (zimmer-biomet) in 28 hips. Bearing materials consisted of metal-on-polyethylene for 72 hips and ceramic-on-polyethylene for 46 hips. In the tm group, metal head was used for 23 hips and ceramic head for 36 hips; in the versys group, metal head was used for 49 hips and ceramic head for 10 hips. The study population had a mean age of 62.1 years at time of surgery. Periprosthetic bmd was measured within 1 week after surgery (baseline) and at 6, 12, and 24 months after surgery using dexa scanning. Clinical outcome was assessed using the japanese orthopaedic association (joa) hip score before surgery and at 6, 12, and 24 months after surgery. The study reported one patient developed a postoperative wound infection approximately 2 weeks post implantation. The infection was resolved with antibiotics. Attempts have been made and no further information is available.